Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that they kept their implant for probably 2 years post implant and it just didn't work for them since they got it. The patient stated they still had diarrhea and it was very painful. The patient stated that they met with both the healthcare provider (hcp) and a manufacturer representative (rep) several times about the issue to try and program the implant but it never worked for them and it was causing them pain. The patient stated that the hcp told the patient that the implant was causing problems with the patient's sciatic nerve so the patient had the implant removed by their healthcare provider several years ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.